Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2 country: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that outside of surgery during incoming inspection the unit had a hair-like substance in the packaging. There was no patient involvement. Due diligence is complete.